Event description:
It was reported a patient experienced a break in aseptic technique, which caused peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for 5 days. Pd therapy was ongoing. Treatment was reported as vancomycin 2g intraperitoneally (ip), weekly, for 2 weeks. The patient was retrained on aseptic technique. The patient recovered from the event of peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.